Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit alarm was not audible. The bed was located in 2 west. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm with housing to resolve the issue. Based on this info, no further action is required.